Event description:
It was reported that cartridge alarm occurred with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to use alternate insulin method if needed, and technical support arranged pump replacement while customer declined out-of-warranty loaner pump due to cost.